Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.na

Event description:
It was reported the procedure was to treat a heavily calcified and moderately tortuous lesion in the superior femoral artery (sfa). The 7.0x120mm absolute pro self expanding stent system (sess) was advanced to the lesion however during deployment, the outer member broke, resulting in the distal part of the stent partially deploying. The proximal end of the stent could not be fully deployed from the broken shaft. The sfa was cut open and the stent was removed. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported deployment issue was not able to be confirmed due to the condition of the returned unit. The separation of the shaft was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined that the reported difficulties were likely due to case circumstances. The separated outer member likely occurred due to interaction with the heavily calcified and tortuous anatomy. Additionally, once the outer member separated and the distal end of the stent partially deployed, surgery was required to remove the remainder of the stent. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.